Event description:
Customer's family member reported device results are inaccurate and device does not store values in the memory correctly. No values were given. Customer is in an assisted living facility. Customer experienced two episodes where they were shaky, too weak to stand, eyes rolled back, and they could not remember anything. Customer was in a seizure-like state. A nurse at the time of one incident stated "he did not believed the episode was related to the patient's diabetes, but that they were trying to deduce the cause of the episodes". No treatment received. No controls used. A request was made for return product and replacement product was sent.